Manufacturer narrative:
Patient information was not made available from the site. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Poor image quality on a single 3d image. Inspection of saved image showed poor field of view (fov) placement towards edge of detector field. Metallic scatter was throughout the field. Reported issue could not be replicated. A 3d phantom tests performed as per asm. Subsequently, all patient scans prior to, and after, the exam in question showed good quality. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that, while in a spine procedure, the image quality of the imaging system was off. No specific measurement, or direction, of the alleged inaccuracy was provided and no further details. A second imaging system was brought in to continue the procedure to completion, using navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).